Manufacturer narrative:
Complaint confirmed. One unpackaged ar-8737-61, batch 1391932 was received for investigation. Visual inspection identified thread breakage at the distal tip of the device. The fragment generated during the event was not returned for analysis. Due to the returned condition of the device, the geometry at the distal tip could not be accurately assessed. The cause remains undetermined, although a probable cause can be attributed to user applied mechanical forces during use, such as through prying/leveraging.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that the inserter tip broke off during the anchor implant. The site had been pre-drilled. The tip was retrieved. They tried to use the ar-8737-61 to remove the anchor, but the metal in the device started to splinter. The anchor was removed with pliers. And the anchor was removed with pliers. Another anchor was used to complete the bunion case. Patient is female, (B)(6) years with hard bone.